Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a total right hip arthroplasty on (B)(6) 2006. During post-operative monitoring, a periprosthetic femoral fracture was noted on feb(B)(6) 2006. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a total right hip arthroplasty on (B)(6) 2006. During post-operative monitoring, a periprosthetic femoral fracture was noted on (B)(6) 2006. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. The femoral component subsided 1.5 cm and became solidly ingrown. There has been no revision procedure.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2006. During post-operative monitoring, a periprosthetic femoral fracture was noted on (B)(6) 2006. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.